Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken device led to a femur fracture.

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). The (510k): unknown, as the specific part number for the screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with a locking compression (lcp) distal femur plate and unknown number of screws on (B)(6) 2015. Postoperatively on an unknown date patient heard a sound in his/her thigh. X-rays taken on (B)(6) 2015 revealed that the plate and screw are broken. The devices were removed and a nail was inserted. No information about patient status. This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).